Event description:
It was reported that during a lap hiatal hernia repair procedure on (B)(6) 2024, the surgical technician (cst) was holding the tipcam where the light cord plugs into the proximal end of the scope. The cst burned her finger on the junction where the light cord attaches to the light source. This caused a slight skin discoloration on her finger, and no treatment was deemed necessary then. They were able to complete the procedure without any further incidents. According to the customer, the cst is doing fine now.

Manufacturer narrative:
This incident was deemed as an "adverse event". However, we failed to file the importer medwatch, and therefore will submit the importer medwatch now retrospectively. This event is filed under internal complaint ID (B)(4). Item 26606bca (tipcam1 rubina 30°, opal1 nir/icg, 4k 3d) was used together with this device during the incident as a concomitant item (as listed in section d10), which was filed under another internal complaint ID (B)(4).